Event description:
The customer reported via phone call being hospitalized due to high blood glucose and traces of ketones. The customer's blood glucose was 557 mg/dl after he ate lunch. The customer stated that he attempted to deliver 8 units of insulin via insulin pump, but no insulin was coming out. Customer complained of fatigue, stomach sickness and thirst. The customer stated that numbers were scrolling on the insulin pump's screen. The customer's spouse treated with 10 units of insulin in each leg. Upon admission, the customer's doctor prescribed lantus to treat. The customer had discontinued use of the insulin pump four hours after taking the lantus but had been wearing the insulin pump at the time of the hospitalization. Customer declined troubleshooting assistance for high blood glucose. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The unit passed the self test, unexpected restart error test, displacement test and basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The insulin pump was unable to perform the occlusion test and excessive no delivery test due to the prime anomaly. The unit was received with a cracked case at the display window corners and battery tube threads. The unit was also received with a minor scratched display window. The unit was received with all buttons responding properly. No physical damage or moisture damage was found on the keypad assembly. There was no unlocked component of the liquid crystal display found on the keypad connector. The display was not found with anything ramping on its own as had been previously reported.